Event description:
It was reported that patient was revised a right knee due to arthrofibrosis.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding arthrofibrosis involving a triathlon insert component was reported. The event was confirmed. Visual inspection: a photograph of the explanted insert component was provided. There is some damage evident on the insert, most likely as a result of explantation. The component is consistent with a poly component that was in vivo and subsequently removed. Medical records received and evaluation: medical review of this case indicated that there is no evidence that this revision surgery for arthrofibrosis was related to factors of faulty prosthetic component design, manufacturing, or materials. Device history review: there have been no reported discrepancies for the referenced lot. Complaint history review: there have been no other similar reported events for the lot referenced. Conclusions: the exact cause of the reported arthrofibrosis could not be determined. A review of the provided medical records by a clinical consultant indicated there is no evidence the event is device related. A CAPA trend analysis was conducted for the reported failure mode and concluded arthrofibrosis may result from other factors not necessarily related to the device.

Event description:
It was reported that patient was revised a right knee due to arthrofibrosis.

Manufacturer narrative:
The lot code provided was invalid. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.